Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2024 and the patient was reimplanted with another cochlear device (date not reported).

Manufacturer narrative:
This report is submitted on june 13, 2024.

Event description:
Per the clinic, the patient experienced no sound and loss of connection to the internal device. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.